Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent cartridges were damaged. Reportedly, the customer did not inspect the cartridges for damage, but smelled insulin coming out of the cartridges. Reportedly, the cartridges were changed to address the issue. Customer's blood glucose ranged from 200-300s mg/dl.